Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing. Failures were rerun and passed. Intermittent operation was noted. The device was to be scrapped in-house. Z-1661-2014: this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).